Event description:
Discrepant magnesium results on 7 patient samples. The following data was provided, units of measure mg/dl: initial result 4.6, repeat 2.0. Initial result 5.9, repeat 1.8. Initial result 4.2, repeat 2.1. Initial result 4.6, repeat 2.2. Initial result 4.9, repeat 2.1. Initial result 5.8, repeat 2.3. Initial result 34.9, repeat 3.3. Initial results were not reported. The field service representative determined there was a problem with the sample probes. The instrument was repaired.